Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a mayfield skull clamp (unknown catalog #) came loose after clamping and caused a head wound to the patient. The fixation screw with the single mandrel came loose after clamping. The patient had to be taken out of the mayfield clamp and a new mayfield clamp was affixed. Before clamping the patient's head in the new mayfield clamp, the head wound had to be sutured. The beginning of the operation was delayed for 45 -60minutes.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The unit was in worn condition with signs of routine use and wear on the starburst teeth and the teeth of the ratchet extension. The exact age of the clamp could not be determined as no valid serial number was available. As a result, device history record (DHR) review could not be completed. Root cause - probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Additional information: during an operation in neurosurgery at (B)(6), a mayfield head clamp was used to securely fix the patient's head. When the patient was relocated, the tension of the head clamp abruptly decreased somewhat, causing a thorn of the head clamp to slip and caused a crack wound several cm long on the patient's head.